Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found frayed cable by the jaws. The instrument was found with frayed a pitch cable at the distal clevis hub. No damage was found at the clevis. The frayed segment was approximately 0.04 in length. No other cable damage was found.

Event description:
It was reported that after a da vinci si hysterectomy procedure the pk dissecting forceps instrument was noted to have a frayed cable at the jaw. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.